Event description:
It was reported that the pt was experiencing an increase in seizures over the two weeks prior. Per the physician, it is unk if the seizures are above or below pre-vns baseline as pt's seizure level is very hard to gauge. Interrogation of her device showed eri = yes. Pt underwent generator replacement in 2009, due to eri = yes. Product was returned to MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.